Event description:
Diagnostic cardiac cath progressed to interventional balloon used ruptured and separated from catheter. Pt in 2004 underwent a diagnostic heart cath that progressed into an intervention of a proximal lcx vessel with in-stent restenosis. The site was pre dilated with a scimed maverick 2-2.5 x 12 mm balloon; follow by deployment of a cordis cypher 3.0 x 18 mm stent. The site was post dilated with a scimed nc 3.25 x 9 mm balloon. This balloon was inflated twice 1st at 16 atms for 34. When an attempt was made to pull back the balloon, it would not. The balloon was advanced back into the stent and inflated a 2nd time at 18 atms for 30 seconds (to release the balloon from its entrapment.) While under fluoro, the balloon was seen to rupture during this second inflation. The balloon catheter would still not pull back into the guide catheter; it was torqued twice in attempt to free it from the stent. The balloon catheter then moved freely and the guide catheter and that balloon catheter were withdrawn from the coronary. Upon removal of the device, it was noted that the "balloon" was not on the catheter. Immediately the cv surgeon was called for consult and second opinion. Multiple attempts were made to retrieve the remnant of the balloon without success. Although hemodynamically stable throughout the procedure, the pt did continue to have 2/10 cp. Post note: the pt continued to have cp through the night with nausea, vomiting and hypertension. Am labs show an elevation in all cardiac enzymes.